Event description:
It was reported that a user contacted support about recurrent low blood glucose while using the ilet and requested pump setting changes; support reviewed available reports, could not offer setting recommendations, and provided a training resource link. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included a review of available use reports and complaint documentation. Investigation of this case revealed no device alerts or alarms and no identifiable device malfunction based on the information provided. It was concluded that the event involved hypoglycemia with an unclear cause, and user education was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.